Event description:
Pt had heartware lvad placed in (B)(6) 2018, in (B)(6) was readmitted for low flow alarms and possible pump thrombus. Echo showed lv thrombus, on (B)(6) 2018, but was not visualized on (B)(6) 2018 "tte". Log file analysis confirmed abrupt drop in flows, with a return to baseline. Add'l log files were sent on (B)(6) 2018 showing slightly elevated powers. He was seen in clinic on (B)(6) 2018 where he continued to have high watt alarms. On (B)(6) 2018 he underwent heart transplant.